Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
"9/1/2024/(B)(6). " I am just receiving this email, and have continued wearing my #12 aligners as suggested by emails & app. I will work on providing information next week. Also: I am assigned to a dentist at byte. Has my dentist at byte reviewed my records? " cust stated that "I had dentist xray last week and there is root discoloration in #24." (B)(6) 2024 cust replied" (B)(6) 2024 #24 was assessed by the endodontist yesterday - untreatable due to degradation, and no pain. Reassessment in 3 months (unless pain) I submitted photos in (B)(6) for alignment assessment - I have received the impression kit to resume treatment. Before doing so I had xray (thankfully) to assure health of teeth. Attached: pre-treatmemt xray (B)(6). Xray full panel based on my byte dentist review of these xrays, should I continue in my #12 aligners (in this set for almost 6 weeks)? Discontinue the aligners? Or submit my new impession kit and continue to move the teeth?"-slb. (B)(6) 2024 "here is @24 report - a reassessment is needed 3 months from eval date. I am schedule for osseose surgery nov 4th with endodontist & two crowns (14/15) next week. I am still, since august #12 byte aligners, and stopped using the hyperbyte as instructed. Does noon today work for dentist consult? The dentist will call me? Or will this be a zoom? " (B)(6) 2024 cust and treating dds joined video call today, asking what their next step is with byte and if treating dds reviewed their chart and what they should do, they are having dental work done, tooth #24 has root resorption, scheduled for osseous surgery (B)(6) with endodontist & crowns (14/15) , cust is holding in step #12 aligners, they stated that they lost u12."

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.